Event description:
Technician was doing a glaucoma test on pt in clinic. The pt experienced pain in the rt eye due to the device. The pt has had impaired vision after the event. The rt eye hurts. The eye dr and technician denied that there was any problem with the device or the operation of the device. Pt visited another physician, who certified that the cornea was damaged due to the device. This physician has recommended corneal transplant to the pt.